Event description:
It was reported that during a coronary stent procedure, another manufacturer's stent was successfully deployed, however, it was noticed that there was an edge dissection at the proximal side. The express2 m onorail was going to be used to repair the dissection. The physician experienced dificulty crossing the lesion and the previously placed stent. While attempting to retract the delivery/stent device still could not be retracted into the guide catheter and the stent came off on the wire. Two smaller balloons were introduced to retrieve the stent without success. The entire system was removed and the stent was left in the femoral artery. Pt status is listed as "unk".